Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: (B)(4) lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient was possibly shock for atrial fibrillation (af) with rapid ventricular response (rvr) detected by the implantable cardioverter defibrillator (ICD) device. It was unable to be determined whether v-v intervals were faster than the svt limit. The device remains in use. It was also noted that the right atrial (ra) lead exhibited intermittent undersensing. The lead remains in use. No further patient complications have been reported as a result of this event.